Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by lab staff.

Event description:
The physician removed the neuron 070 from the packaging and noted that the product was kinked. Another neuron 070 was selected and used without incident. There was no patient involvement or injury as a result.